Manufacturer narrative:
Dexcom, inc. And FDA agreed during a facility inspection that any possible broken sensor wire was a reportable event, even in the absence of any evidence or physical harm or necessity for intervention.

Event description:
Patient contacted dexcom technical support on (B)(6) 2011 to report that upon sensor removal due to an early sensor shutoff, sensor was found resting on patient's skin. At the time of her call to dexcom technical support, patient reports feeling fine and not experiencing any additional discomfort.